Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product code: 03.404.000s. Lot number: 6346p48. Release to warehouse date: 30.may.2023. Expiration date: 01.may.2024. Supplier: (B)(4). The product was not returned to depuy synthes, however photos were provided for review. Visual analysis of the photo revealed that the ria 2 bone harvesting kit l520 appears to have the coupling receiver of the manifold melted, breakage can also be observed. While no definitive root cause can be determined for the reported issue, the melting condition was consistent with a component failure that may have been caused by exposure to unintended forces. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed. As the observed condition of the [ria 2 bone harvesting kit l520] would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate. G1: manufacturing site name & address corrected.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no surgical delay. The surgery was successfully completed with no complications. There were no adverse consequences that affected the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device found that proximal coupling receiver is broken, evidence of plastic burn is also found. Furthermore plastic surface of the manifold near where the aspiration tube is connected is starting to crack. A potential cause for the condition of the device cannot be established with available information. Appropriate use of the device diminishes risk of failure, referring to notes and precautions when assembling shaft with handle as per the surgical technique : ensure the drive shaft is fully seated into the handle and cannot be pulled out. Do not use drill with torque greater than 6 nm. Do not use a reduction drive. Do not use power driver designed for reaming. Do not turn the power on when the drive shaft is disengaged from the tube assembly. A dimensional inspection was unable to be performed due to complaint condition. A functional test was unable to be performed due to the condition of the complaint. The overall complaint was confirmed as the observed condition of the ria 2 bone harvesting kit l520 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in singapore as follows: it was reported that on (B)(6) 2023, ria ii case done by doctor. End of tube assemble get cut off as attached 10.5mm reamer was used. Reaming was smooth with no resistance felt during reaming. Preparation set up was checked by surgical team with 200-350mm hg suction and 3l irrigation was running. 1st tube assembly was found cut off upon reaming towards distal femur. Suction was not turn on upon check. Surgical team decided to set up another tube assembly. Irrigation and suction checked and turn on. After repeated advancement and retraction reaming process , end of tube assembly found cut off again towards end of reaming process. This report is for one (1) ria 2 bone harvesting kit 520mm sterile. This is report 2 of 2 for complaint (B)(4).